Manufacturer narrative:
(B)(4). UDI # unknown. Method: the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 10 ml/hr, procedure: rotator cuff repair, cathplace: surgical site. A report was received stating the patient's pain pump completely infused its volume overnight. The patient had no adverse signs and symptoms at that point. The patient had an interscalene block prior to the shoulder surgery. The nurse called to follow-up with the patient post-operatively the morning after surgery and that is when the patient reported the pump had emptied. Additional information received on 24-mar-2016 stated the patient underwent rotator cuff repair surgery. An incisional catheter was placed for pain management. It was connected to the pain pump. The patient went home with the pain pump. About 5 to 6 hours after the patient went home the patient called the surgeon's office reporting his arm was no longer completely numb as earlier. The patient reported the pump was much smaller and had requested to have another pump. The request was declined. On (B)(6) 2016, the patient reported awakening early and experiencing a lot of pain. The patient noticed the pump had completely emptied. The patient did not have any other adverse symptoms. The patient and a family member removed the pump. The patient discarded the pump. The patient denied elevating the pump or adding pressure or heat to the pump. The patient stated, "he did not need to do so, as it was taking away his pain the way it was working during his pain free hours." No additional information was provided.